Manufacturer narrative:
(B)(6). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report post-procedural cardiogenic shock and death. On (B)(6) 2015, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), reducing the mr from grade 4+ to 2+. On (B)(6) 2015, transthoracic echocardiogram revealed increased mr 3+, moderate to severe. On (B)(6) 2016, post a second mitraclip procedure, the patient went into cardiogenic shock. An intra-aorta balloon pump was placed and medication was provided, however, the patient expired. Per study physician, the patient's death was possibly related to the procedure but not related to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of worsening mr appears to be related to patient condition and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received: on (B)(6) 2016, the patient presented with severe mitral regurgitation (mr). Per the physician, the worsening mr was unrelated to the implanted clip. The clip remained stable and well seated. The worsening mr was due to a previously experienced myocardial infarction (mi) which occurred in (B)(6) 2015. Another mitraclip procedure was performed and; although, the newly implanted clip remained stable and well seated on the leaflet, the mr remained severe. Post procedure, the patient went into cardiogenic shock and expired. Per the physician, the shock and patient expiration were unrelated to any implanted mitraclip device and was related to worsening valvular disease. There was no additional information provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (50624u151) referenced is filed under a separate medwatch report number.

Event description:
Subsequent to the initial medwatch report, the following information was received: on 05/12/2016, the patient presented with severe mitral regurgitation (mr). The clip remained stable and well seated. A second mitraclip (50624u151) was implanted and later that day, the patient expired. Per physician, the worsening mr, clip implantation and subsequent death were unrelated to the implanted clip (50117u104) and were due to valvular disease from a previously experienced myocardial infarction which occurred in (B)(6) of 2015. Since this was previously reported, it will remain reportable.